Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated..

Event description:
It was reported that high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead. A lead revision took place and a new system was implanted. The lead was surgically abandoned and will not be returned. No adverse patient effects were reported.